Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 5 mg/ml for a total dose of 0.25 mg/day and bupivacaine 20 mg/ml for a total dose of 1mg/day via an implantable pump. It was reported the catheter stopped working. It was noted there was a possible kink. There was no known factors that may have led or contributed to the event. Diagnostics/troubleshooting include a catheter dye study. Actions/interventions include surgical intervention where the old catheter was replaced with a new catheter on (B)(6) 2020. The issue was resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history was asked but unknown. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Event description:
Additional information was received by a consumer (con) who reported that in (B)(6) 2019 the patient was talking to someone, and when the patient turned to walk away, "I felt something in my lower back". The patient stated that the very next day the pump quit working and the patient was in a lot of pain like they were before the pump. The patient stated that they have been working with their healthcare provider (hcp) who checked the pump which indicated it was working as intended, and did a dye study. The patient stated in (B)(6) 2020 the hcp put in a new catheter to try and resolve the issue; however, the therapy is still not helping. The patient stated "this one cost me (B)(6) out of pocket and I just got done paying it off in (B)(6)". The patient stated that the hcp is talking about replacing the pump "but I'm not paying another (B)(6)". The patient stated that the hcp said they may have the rep come in to the appointment. The patient stated their pump has lidocaine and morphine in it and the patient asked their hcp to increase the lidocaine (numbing agent) to see if that would help but the hcp declined due to "risk of crystallizing".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 ¿ corrected information: device code a1107 is not applicable for this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.